Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 5/2/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The device was found in normal used conditions with no cracks. The ehl showed a "thermal_cutout" alarm. The cause of the customer reported problem was a defective alternating current (ac) printed circuit board assembly (pcba). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional and electrical safety tests.

Manufacturer narrative:
No device was returned for investigation. Due to this, there was no evidence to confirm the reported customer complaint or to determine probable cause. Review of the service history showed that the device had not been sent in for service in the last 12 months.

Event description:
It was reported that the warmer was stopping and that the over-temperature and the maintenance indicators were rapidly blinking. The device was being used on a patient while this happened. No patient harm or medical intervention was required.